Manufacturer narrative:
(B)(4). Information was not provided by the user facility. Evaluation summary: the analysis results found that the instrument was received in good visual condition and with no cartridge present. When tested for functionality with a test cartridge, the instrument fired, cut and formed all the staples as intended. The instrument fired without any difficulties notes. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the device delivered malformed staples. A like device was used to complete the procedure. There was no patient consequence.